Event description:
It was reported that the pt underwent surgery in 2007 with posterior instrumentation at l3-s1. The pt underwent a revision surgery 5 months later to remove and replace a broken rod. No pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.